Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI#: (B)(4), (B)(4) apply to the lead (product ID: 3889-28). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient assumed constipation was related to the anesthesia or pain pills but she had been off those for 2 weeks. The patient wondered if the lead was implanted too low and she thought it was implanted too low because she felt stimulation in the lower back. It was noted that the patient wondered if the lead should be moved. There were no further symptoms or complications reported or anticipated.